Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. It was reported that a patient underwent placement of a trapease vena cava filter. The patient then experienced a recurring pulmonary embolism (pe), deep vein thrombosis (dvt), thrombus in the inferior vena cava (ivc) filter, a dilated ivc, abdominal pain, back pain, swelling of the legs and anxiety. The information reported also indicated that there was an unsuccessful attempt to retrieve the device and that there was a second complex percutaneous removal of the device. The indication for the device implant was a pe and thromboembolic disease of the right lower extremity. The device was place via the right internal jugular vein at the level of l2-l3. There procedure was successful without reports of complications. The operative note indicated that the device was to be removed two to three weeks after the initial implant. There is no documentation indicating that an attempt to remove the device occurred in the initially recommended time frame. Approximately six years after the device was implanted the patient went to the emergency room for unknown reasons and was diagnosed with blood clots in the legs, the filter and the lungs. Thrombolysis was performed and three days later an unsuccessful attempt was made to retrieve the device. Approximately two months later a complex percutaneous procedure was performed and the device was successfully removed. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Following this period of time, and as early as 12 days, there is potential for endothelialization (growth of endothelial cells within the inner wall of the vessel) around the filter struts. Without the procedural films or post implant imaging available for review the reported events could not be confirmed and the reported ¿filter embedded in wall of the ivc¿ and retrieval difficulty, could not be confirmed and could not be further clarified at this time. Blood clots, clotting, dilation of the inferior vena cava, abdominal pain and device occlusion related to clotting do not indicate a device malfunction. Rather, patient and pharmacological factors may have contributed to these events. Blood clots that develop in the veins of the leg or pelvis, may be related to a condition called deep vein thrombosis (dvt). Large thrombus within the vena cava or lower extremities may impede perfusion and cause venous insufficiency. With time, high pressure in the leg veins due to venous insufficiency of either the superficial or deep veins (or both) can cause leakage of blood out of the capillary beds and result in edema of the extremity. Anxiety, back pain and leg swelling do not represent a device malfunction and may be related to underlying patient specific issues. With the limited information provided it is not possible to establish a relationship between the reported events and the device. Given the limited information currently available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported by the legal team, plaintiff underwent placement of a trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, pulmonary embolism, despite the filter, large thrombus in the filter requiring thrombolysis, stretching of the ivc wall by the filter, and failed retrieval attempt. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages. The product was not returned for analysis. Additionally, as the sterile lot number was not available, device history record review could not be performed. Without procedural films or medical records for review, the reported dilated ivc, thrombosis in device and pulmonary embolism could not be confirmed. The exact cause could not be determined. The trapease filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Thrombus in the filter does not represent a device malfunction. The instructions for use (IFU) note vessel injuries and recurrent pulmonary embolism as possible long-term complications associated with filter implantation. Given the limited information available for review at this time, there is nothing to suggest that the reported event is related to the design and manufacturing process of the device; therefore no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal team, plaintiff underwent placement of defendants' trapease vena cava filter on or about (B)(6) 2009. The filter subsequently malfunctioned and caused injury and damages to plaintiff, including, but not limited to, pulmonary embolism, despite the filter, large thrombus in the filter requiring thrombolysis, stretching of the ivc wall by the filter, and failed retrieval attempt. As a direct and proximate result of these malfunctions, plaintiff suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, plaintiff has suffered and will continue to suffer significant medical expenses, and pain and suffering, and other damages.